Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line was leaking during fill two of five of peritoneal dialysis therapy. The patient stated that the patient line was leaking around their exit site. There was nothing noted during troubleshooting that would have caused the leak. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.